Event description:
Brush head is coming off [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b professional care rechargeable toothbrush, the oral-b precision clean brushead comes off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.